Event description:
It was reported that there was no image from the camera head that was visible.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee.9/2/2052. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the tc304 was sent to the manufacturer for inspection. During the investigation, the customers failure description "module does not respond", no image" could be confirmed. The motherboard was found to have an electronic defect, preventing the recognition by the camera control unit tc201. The cause is a failed electronic component. The IFU is stating this clearly- the above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).